Event description:
This customer reported that they were unable to get a 12-lead ECG; they got a message stating that all 12 leads were off. No adverse pt impact was reported.

Manufacturer narrative:
In 2008, the customer reported that the same issue occurred while using the trunk cable, and lead set with a different defibrillator. Both the trunk cable and lead set were replaced to resolve the issue. We are considering this as a malfunction. We cannot determine the cause since multiple cables were replaced. Since replacement of these parts, there have been no further issues.